Event description:
It was reported that the patient had spectra concealable penile prosthesis(spp) and wanted a device that deflated. The spp was removed and replaced with ams 700 cx. No issues were reported in relation to this event.